Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was previously receiving baclofen (2000 mcg/ml at 330 mcg/day) and then baclofen (4000 mcg/ml at 330 mcg/day) via an implantable pump. The pump's indications for use were noted as non-malignant pain and intractable spasticity. It was reported that the pump had not provided any positive effects in the 19 months it had been in use. The dosage was being titrated down to allow removal of the pump. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information received from the manufacturer representative indicated the pump the dose was continuing to be weaned with a transition to saline planned (possible explant in mind). The plan had been underway for the past 3 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.